Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced a wound dehiscence, exposing the receiver/stimulator and developed drainage consistent with a chronic infection at the implant surgical site. Subsequently, the device was explanted under general anaesthesia on (B)(6) 2024. There are no plans to reimplant the patient with a new device as of the date of this report.